Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "while performing lap chole, the surgeon noticed, after inserting scissors into the trocar, slivers of plastic consistent with the same colors of the trocar cannula. The slivers of plastic were removed during the procedure. Also included a new pair of scissor inserts that were used as well as pictures of the slivers, specimen, and trocar used during procedure." Patient status - ok.